Manufacturer narrative:
Other relevant device(s) are: product ID: 200h14, serial/lot #: (B)(4), ubd: 22-jan-2021, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days post implant of this bioprosthetic pulmonary valved conduit, the patient became hypotensive. The patient experienced cardiac arrest, and resuscitation measures were performed. The patient was placed on venous-arterial extracorporeal membrane oxygenation (ECMO), and underwent mediastinal exploration due to bleeding. Bleeding from the superior and inferior vena cava was noted. This was reported to be a result of sutures that tore through the surrounding tissue during the resuscitation measures. The vessel damage was repaired with sutures, and the patient was returned to the intensive care unit in critical but stable condition. There was no allegation that the contegra conduit or its function contributed to the cardiac arrest. Six days post implant of the conduit, cardiac catherization showed conduit thrombosis. Seven days post implant it was explanted and replaced with another conduit of the same size and model. It was reported that the conduit was "completely thrombosed". Thrombus was also removed from the right ventricle and main pulmonary artery. The patient remained on ECMO support after completion of the conduit replacement. Two days after conduit replacement, ECMO support was discontinued. Twelve days after the discontinuation of ECMO, the patient was removed from life sustaining therapies due to profound hypoxic neurological injury. It was reported that the neurological injury was a result of the cardiac arrest 21 days earlier. There was no evidence to suggest that the conduits or their function contributed to cardiac arrest or the patient's ultimate death. No autopsy was performed.